Event description:
Patient experienced 19 severe shocks from medical implant device, guidant easytrak 2 is-1 coronary venous steroid-eluting bipolar pace/sense lead model 4542, causing involuntary screams and pain, and resulting in emergency department visit to the medical center. Patient remained conscious during the adverse events, although with some difficulty in recalling telephone numbers, and suffered a cut when the elevator door closed and hit her forehead. The patient remembered 18 shocks, but a physician reported there were 19, including a mild shock she may not have felt. Two days later, the head of the department stated there had been 13 shocks. These shocks occurred once before, in 2008 - 9 months after implantation-, also resulting in hospitalization.